Event description:
It was reported that a user experienced hyperglycemia with an ilet system when the continuous glucose reading displayed high and a confirmatory fingerstick measured 432 mg/dl; the user changed to a new 6 mm infusion set at a different site with no abnormalities noted and reported no symptoms. Symptoms included none reported. Outcomes included no medical intervention or hospitalization. Investigation included user-led troubleshooting with infusion set replacement and site change. Investigation of this case revealed no device malfunction observed during troubleshooting and no abnormal infusion set findings, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.